Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated troubleshooting performed included attempting to update the pump but the motor stall was confirmed. The cause of the stall was not determined. The patient was having the pump replaced on (B)(6) 2016 and was being covered with oral narcotics until then. If additional information is received, a follow-up report will be sent.

Event description:
On (B)(6) 2016, information was received from a consumer via a company representative regarding a (B)(6) year-old, female patient who was receiving dilaudid 0.1mg/ml at 0.04 mg/day and bupivacaine 2mg/ml at 0.8 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, the patient heard the pump alarming that morning. The pump was interrogated and the logs confirmed a motor stall occurred on (B)(6) 2016 at 11:12. The patient was beginning to experience pain as she could not utilize her personal therapy manager (ptm) due to the stall. The patient's healthcare provider (hcp) was already going to begin the process of replacing the pump due to normal battery depletion, but it would now be planned at a quicker pace with the stall occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.